Event description:
It was reported that the driver turned on by itself in safe mode while the equipment was being tested. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device turning on by itself in safe mode was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft, bearings, trigger shaft, and other parts related to a 3rd party repair. Service repaired and returned the device to the customer.